Event description:
It was reported that this lead fractured causing pacing impedance >2500 and loss of capture. It was capped and a new lead was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the lead under complaint is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the lead as well as on the provided data and x-ray images. Review of manufacturing process the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Review of submitted data the analysis of the provided trend data, acquired between may 10, 2024 and november 08, 2024 recorded a stable pacing impedance around 500 ohms with an abrupt increase to >3000 ohms at the end of the recording period. The pacing threshold trend showed stable values around 1.0 v. The provided iegm episodes from november 08, 2024 showed the reported bipolar lead failure (episode no 3 at 6:33 pm) and unipolar lead failure (episode no. 4 at 8:03 pm) with loss of capture, under sensing and a low intrinsic heart rate around 35 bpm. Furthermore, the available x-ray images from time of implantation, event and revision date were inspected. The x-rays show the solia s 60 implanted in lbbap position and confirm the suspected distal conductor fracture. Conclusion the right ventricular loss of capture and under sensing is most likely related to a conductor fracture near the lead tip which was visible on the available x-ray images. Without an analysis of the product itself, no definite conclusion regarding the root cause of the conductor fracture can be determined. However, mechanical stress during implantation and/or implanted state should be taken into consideration. Should additional information or the lead itself become available for analysis, the investigation will be updated.